Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with a navistar and the patient experienced cardiac perforation that required pericardiocentesis and surgery. It was reported that a pericardial effusion was noticed toward the end of the procedure. They were unable to get termination in the right side. An intracardiac echocardiography (ice) catheter was moved to the left atrium. Using the ice catheter, they were able to see some effusion starting but it was noted to be small. Contours were taken about some effusion and some fat. Ablation was performed on the left side and the physician was unable to get termination. Shortly after moving back to the right, anesthesia mentioned that the patient was hypertensive. A "pretty big" pericardial effusion was noticed using ice. The medical intervention provided was a pericardiocentesis and a syringe was used to drain the blood out of the ventricle. The patient was moved to the operating room (or) to perform open heart surgery with perforation repair. The last known patient status was stable. Multiple attempts have been made to gain clarification and additional information about this event with no response. Should any new information be obtained it will be assessed and processed accordingly.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Note: for field d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).